Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. No blood was observed on the returned device. Inspection of the formed needle found no damages or defects that would cause bleeding. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s931usqs7byj9. Hardware: sm-s931u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250mg/dl while wearing the pod between 4 and 24 hours. Reportedly, when the pod was removed, the cannula appeared not to be under the skin at the infusion site (unspecified), and bleeding and insulin leakage were present.